Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection and erosion. During the revision, removal difficulty was encountered. The tip portion of this rv lead was abandoned and remains in the patient. The explanted portion of the rv lead was discarded. No additional adverse patient effects were reported.